Event description:
It was reported that both leads displayed poor performance due to the helix mechanism not working as expected. The helix "jumped out" at various turns (9-16 turns). After multiple attempts at positioning, the lead performance became increasingly poor. The leads were not implanted and were replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. It was noted that the helix has been over-retracted. (B)(4) the full lead was returned, analyzed and shaft seal was out of position. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The lab personnel also noted that the helix was extended and bent, it cannot at this time be determined when or how this occured. The shaft seal was out of position.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads is in process; the results will be forwarded when available.